Event description:
Customer reported their family member used the device & results =329 mg/dl. Thirty minutes later, device =72 mg/dl on doctor's device at the hosp. No treatment. No controls. A request was made for return product and replacement product was sent.